Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the customer's reported condition of a colleague infusion pump with battery damaged was confirmed and reproduced during product evaluation. The cause of the damaged battery was due to user error. The main batteries were replaced to fix the reported condition. This involved a colleague infusion pump with a user interface module master software version 8.11.00.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced battery damaged; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface software version is currently unknown.